Event description:
It was reported that the device was used in catheterization lab and successfully defibrillated a pt five times before failing to deliver energy the following three attempts. The device charged energy successfully but would not discharge. The reported issue had no adverse effect on pt. There was no further info available from incident.

Manufacturer narrative:
(B) (4): physio-control evaluated the device and found no failure. Physio observed proper device operation through functional and performance testing. The device was returned to the customer for use. The root cause of the reported issue is unk.